Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side ¿device rupture¿ diagnosed via ultrasound. Later, healthcare professional reported via MRI "slight dot like enhancement may be caused by hyperplasia." Additionally, healthcare professional reported via MRI "a shadow of the prosthesis was seen behind the breast, and the shape of the prosthesis was irregular", "slight point like enhancement", "pushed", "the right breast prosthesis had a local subcapsular line", and ¿liver cyst, circular cystic signal shadow without enhancement in the liver.¿ the events of ¿slight point like enhancement, slight dot like enhancement may be caused by hyperplasia" and ¿liver cyst, circular cystic signal shadow without enhancement in the liver" are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation. Based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). Cyst(s): unable to observe as it is not related to the manufacturing process. Other-medical: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. Additional, changed, and/or corrected data: b5, b6, g2, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.